Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. The patient reported that it took 6-8 hours to charge. The patient reported that the insurance didn¿t want to cover the best device and she got this one and it took long to charge. The patient also reported that she lost her equipment since she moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient felt their device was less expensive which has never charged quickly and does not last very long. Patient reports they always dreaded having to charge, therefore, they gave up on it. The issue was reported as unresolved and patient reported wanting it removed.